Manufacturer narrative:
Result: release handle.

Event description:
It was reported by svc report that the right side release handle was broken and no longer on the bed. The siderail was stuck in the down position. No pt involvement or adverse consequences are reported.